Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s pacemaker was in backup mode. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the patient presented to clinic for a follow up. The pacemaker was successfully restored back to normal. There were no patient consequences.